Event description:
It was reported the camera head had broken coating on the cable. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found the following additional reportable malfunctions: cable flooding, image capture flooding, poor image (blurred), connector cracks, free lock lever corrosion, and scratches on the lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the cable sheath breakage. It was likely that the cable was flooded due to flooding from a cable sheath break. It was likely that the water was flooded from the cable sheath breakage and the image capture flooding. It was likely that the image capture was inundated by water from the cable sheath break, causing the image capture to blurred. For the connector cracks, free lock lever corrosion, and scratches on the lens, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.